Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the left bundle branch due to lead conductor fracture which was confirmed via x ray. The helix was deformed during implant. This was replaced with the same model. No adverse patient effects were reported. The lead will not be returned for analysis.